Event description:
An open surgery on the cervical and thoracic spine for a posterior cervical fusion (pcf) of vertebrae c5 to t2, including foraminotomy of left c6/c7 and c7/t1, with intended placement of 8 spine screws bilateral, was performed with the aid of the brainlab navigation software spine & trauma navigation 3.0. After drilling the pilot hole in vertebra right t1 through the navigated drill guide, the surgeon determined immediately after its creation, with the navigated pointer, that the pilot hole deviated from its intended position shifted by ca. 2mm lateral. The deviating spine pilot hole was corrected with navigation at the very same surgery, before placing its following spine screw. According to the surgeon (treating clinician): - the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical anatomical structure due to the deviating spine drilling. - there was no harm nor negative effect to the patient due to the deviating initial pilot hole, also not due to surgery/anesthesia prolongation of solely ca. 1min. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was also not prolonged.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a pilot hole was placed in the patient's spine in a different position than desired with navigation involved, despite according to the surgeon (treating clinician): - the deviation of 1 of the 8 pilot holes created was detected by the surgeon with the navigation immediately after its creation, and it was corrected with navigation at the very same surgery, before placing its following spine screw. - the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical anatomical structure due to the deviating spine drilling. - there was no harm nor negative effect to the patient due to the deviating initial pilot hole, also not due to surgery/anesthesia prolongation of solely ca. 1min. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was also not prolonged. H6: the device evaluation is currently ongoing, and results are pending. Brainlab intends to issue a follow-up report upon completion of the device evaluation.

Event description:
An open surgery on the cervical and thoracic spine for a posterior cervical fusion (pcf) of vertebrae c5 to t2, including foraminotomy of left c6/c7 and c7/t1, with intended placement of 8 spine screws bilateral, was performed with the aid of the brainlab navigation software spine and trauma navigation 3.0. After drilling the pilot hole in vertebra right t1 through the navigated drill guide, the surgeon determined immediately after its creation, with the navigated pointer, that the pilot hole deviated from its intended position shifted by ca. 2 mm lateral. The deviating spine pilot hole was corrected with navigation at the very same surgery, before placing its following spine screw. According to the surgeon (treating clinician): the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical anatomical structure due to the deviating spine drilling. There was no harm nor negative effect to the patient due to the deviating initial pilot hole, also not due to surgery/anesthesia prolongation of solely ca. 1 min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was also not prolonged.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a pilot hole was placed in the patient's spine in a different position than desired with navigation involved, despite according to the surgeon (treating clinician): the deviation of 1 of the 8 pilot holes created was detected by the surgeon with the navigation immediately after its creation, and it was corrected with navigation at the very same surgery, before placing its following spine screw. The final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical anatomical structure due to the deviating spine drilling. There was no harm nor negative effect to the patient due to the deviating initial pilot hole, also not due to surgery/anesthesia prolongation of solely ca. 1 min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was also not prolonged. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the pilot hole created in the spine vertebra right t1 with the aid of navigation, deviating shifted by ca. 2mm lateral, is: an insufficiently mounted disposable reflective marker sphere on the instrument array post of the navigated drill guide by the user, not fully screwed onto the base as required, causing the marker sphere to move/shift its location on the instrument during the surgery and thus the instrument's position display in the navigation to become inaccurate. Inspection by a brainlab representative of the drill guide directly after the surgery with the marker spheres still mounted revealed that one sphere was not on the base of the post, but at the end was stuck/jammed differently on it. This observation in combination with the instrument's navigation accuracy changing during the surgery indicates that that the insufficiently mounted (loose) marker sphere must have moved to its then jammed position on its post either due the surgical forces applied during use of the instrument, for e.g. The drilling through it, or inadvertent touching forces to the sphere during the surgery. Further tests by the brainlab representative after the surgery confirmed that marker spheres of the same type as used can be adequately mounted fully on the drill guide. A change of the marker sphere locations on the instrument after its validation to navigation causes a deviation in between the instrument's position display in the navigation and its actual position at the anatomy. Apparently, the resulting deviation of the position display of the drill guide by the navigation compared to other instruments' positions display used at the surgery was not detected by the surgeon before or during creating the affected spine pilot hole in right t1. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.